Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator failed a test step. There was no harm or injury. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The device passed all testing. The device was found to have dust and dirt contamination. The flow sensor assembly was replaced due to physical damage.